Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a cracked top case, and a cracked plunger case. A force sensor error was found in the device's event history log. To conduct functional testing an occlusion test was performed. Upon review, the reported problem was duplicated. It was determined a combination of the force sensor and plunger cable was the root cause. The force sensor and plunger cable were repaired. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an audible alarm. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.